Manufacturer narrative:
Corrections: per further information from the rep, the issue occurred during an ortho hip procedure. No patient information was provided. A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The system was found to be fully functional. A medtronic representative reported that the hospital has purchased a new instrument, but refused to return the damaged instrument to the manufacturer for evaluation.

Manufacturer narrative:
A medtronic representative reported that the issue occurred before the operation, prior to the patient entering the or (no patient present), during or instrument setup. There was no impact to the surgery because they had backup instrumentation. The rep was unable to retrieve the suspect instrument for evaluation.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site physician reported that the fixator screw of their suretrak ii large clamp was damaged and had an impact on the suretrak stability. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.